Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. A new spectra penile prosthesis was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the infection site was the corpus spongiosum penis. The infection began and was diagnosed 2 weeks ahead of the surgery. The type of infection was not disclosed, but the physician indicated the device did not cause or contribute to the infection. The patient was treated with antibiotics.

Manufacturer narrative:
D4: model number/catalog number: 720182-01, serial number: (B)(6), batch/lot number: 1000047573, gtin: (B)(4), model/catalog description reservoir flat 100 ml, expiration date: 01/31/2023, h4: manufacturer date: 02/01/2018. H3: device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specifications. Device analysis was unable to confirm the allegation of infection nor a device malfunction related to the reported events. The ams 700 conceal reservoir was visually inspected. A fluid leak was identified at the reservoir adapter strain relief and the sutures were pulled from the kink resistant tubing. This damage was concluded to be the result of sharp instrument/tool damage consistent with explant and is therefore considered a secondary failure. Device analysis is unable to confirm the allegation of infection nor a device malfunction directly related to the reported events.

Manufacturer narrative:
Model number/catalog number 720182-01, serial number (B)(4), batch/lot number 1000047573, gtin (B)(4). Model/catalog description reservoir flat 100 ml, expiration date 01/31/2023. Manufacturer date 02/01/2018.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. A new spectra penile prosthesis was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the infection site was the corpus spongiosum penis. The infection began and was diagnosed 2 weeks ahead of the surgery. The type of infection was not disclosed, but the physician indicated the device did not cause or contribute to the infection. The patient was treated with antibiotics.